Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-00608. The pt ((B)(6)) was implanted with four trial leads from two different lots. During programming it was reported the pt was experiencing an aching feeling from the leads instead of the intended parasthesia. The physician suspects that one or more of the trials lead may have been implanted too deep. F/u on this matter found the reported issue was addressed to a certain degree through reprogramming. The trial was considered successful as the pt was able to obtain 60% pain relief. The leads were removed at the conclusion of the trial.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.